Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the abdomen between 36 and 48 hours, the site was red, painful itchy with an abscess. The patient visited the hospital, where was prescribed antibiotics (penicillin 4 mega) to be taken 3 times a day for 6 days and a surgical procedure to cut the abdominal wall had to be done at the clinic afterwards due to antibiotics not helping.